Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of fenestrated bipolar forceps instrument was charred. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use with nothing out of ordinary to be observed. Thermal damage on instrument was first observed during the procedure. Surgeon was unable to tell what caused thermal damage on instrument. Reported instrument did not collide with an energy instrument during procedure. Arcing was not observed but a burnt tip was noticed. Surgeon was unable to say exactly what surgical task was performed when issue occurred. Cardiere forceps and permanent cautery hook instrument were used during procedure. Arcing / thermal damage originated from bipolar instrument itself. There was no injury to patient. The instrument already returned to isi. Customer didn¿t record the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding charring on the instrument tip was confirmed by failure analysis.